Event description:
Nellcor puritan bennett rec'd a call from reporter on 09/21/1998. Reporter called to report the following problem: constant singel tone alarm with no volume delivered. No pt harm. Found during bench testing.